Event description:
It was reported by service report that the fowler gas cylinder was leaking and the fowler was stuck in position. The customer could not determine whether there was pt involvement or adverse consequences occurred.

Manufacturer narrative:
Fowler.